Event description:
The customer reported that the battery light is not working. The customer reported the bezel and the battery were replaced but the issue continues. The ventilator was not in use on a patient at the time of the event occurred.